Event description:
It was reported that upon completion of the implant procedure it was noted there was a spinous process fracture at l4. The patient's safety was not compromised and the patient did not exhibit any symptoms of the fracture. The physician ordered an abdominal binder and monitored the patient for the next two weeks.